Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.

Event description:
The customer reported a spontaneous rate change occurred. Details of the event were reported as follows: the nurse programmed methylprednisolone 1000mg in 250ml duration 2 hours, for a rate of 125ml/hr. Approx 5 mins later, the pt's wife summoned the nurse because the infusion rate changed from 125 ml/hr to 500 ml/hr. The infusion was stopped, the pump module and pc unit were replaced and the infusion was restarted without incident. The biomed stated when he looked at the event logs, he noted the infusion was initially programmed at 250 ml/hr and the rate changed to 125 ml/hr. He stated he thinks the user entered the concentration as the rate. There was no report of pt harm. Medical intervention was not required. No further pt or event details were provided.